Event description:
Anastomotic leak (slurry) [anastomotic leak]. Case description: literature-trial report was received on (B)(4) 2011, from a physician regarding a pt (identifiers not provided). This report is from a literature article entitled "seprafilm slurry does not increase complication rates after laparoscopic colectomy". There were two groups. Group 2 consisted of 50 pts who underwent laparoscopic colectomy followed by the application of the seprafilm slurry. The slurry was created at the end of the operation by dissolving two procedure packs (each containing six 3x6 inch sheets) of seprafilm in 120 ml of warm normal saline. The slurry was delivered into the peritoneal cavity using a 16-fr. Robinson catheter. A (B)(6) male, underwent splenic flexure and intracorporeal anastomosis for splenic flexure cancer and experienced tachycardia five days after surgery, necessitating diagnostic laparoscopy, which showed some purulent fluid adjacent to the staple line which was diagnosed as an anastomotic leak. This was managed by abdominal washout and laparoscopic loop ileostomy. The action taken with seprafilm was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The relationship between seprafilm and the event of anastomotic leak was not provided by the reporting physician.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report. (B)(4).